Event description:
On (B)(6) 2024, this patient underwent left bur hole placement of subdural catheter and craniotomy evacuation of subacute on chronic subdural hematoma. A jp drain was placed during this procedure. The tubing broke during jp (jackson-pratt ) drain removal on (B)(6) 2024. The patient was asymptomatic but was sent for CT (computed tomography) head to determine the amount of retained catheter. CT demonstrated catheter had fractured at the transition point across a titanium fixation plate. The patient tolerated the procedure well. Past medical history of htn (hypertension), chf (congestive heart failure), ckd (chronic kidney disease), a-fib on low-dose eliquis, transferred to our hospital from north for neurosurgical evaluation after head CT revealing chronic appearing subdural hemorrhage over the left cerebral convexity with midline shift to the right about 6 mm.